Event description:
The patient contacted baxter's technical service center regarding their machine showing 81 cycles instead of 5, which occurred on the homechoice during use. The patient stated they normally had 5 cycles on their machine and at the time of the call the machine was showing the patient had 81 cycles. The patient wanted the cycles changed back to 5. The baxter technical service representative explained that the patient would need to contact their nurse at the clinic to get the cycles changed. The patient understood and would contact their nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding the report of the patient's cycler displaying 81 cycles instead of 5. The pd rn stated that they were not made aware of the issue and stated that they had seen the patient since then and nothing was mentioned. The pd rn stated the patient must have resolved the issue and as far as they knew the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported. No further information was available.

Manufacturer narrative:
(B)(4). This complaint for program changed by device was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional information become available, a follow-up report will be filed.